Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the pi had connection issue. Pi had wireless connection issue with the console. The patient interface was changed with another interface but the same issue occurred. It was changed different times during the intervention but every time the same issue occurred. The device was not communicating to console through wired. There was no patient impact in this event.

Manufacturer narrative:
H3: the customer's complaint cannot be confirmed the device connect with cable and wireless. The patient interface came with software version v1.5.4, this needs to be upgraded to v1.6.4. Product ID: nim4cm01, serial/lot #: (B)(6). The console has software version v1.5.4 installed, this should be upgraded to v1.6.4. The customer's complaint cannot be confirmed the console connects to the pi without any issues. Previous codes b21, c21 and d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.